Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, the stapler was difficult to remove from the patient's cavity. Pillow donuts were inspected and looked fine. The device was removed and large amounts of over sewing were needed. The surgical time was extended for more than 30 minutes. No patient injury.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, the stapler was difficult to remove from the patient's cavity. Donuts were inspected and looked fine. The device was removed trans anally and large amounts of over sewing on the anastomoses was done to complete the case. There was tissue damage as a result of the problem. The surgical time was extended for more than thi rty minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.